Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported by the patient that they had received "a message" that their device was "having a malfunction." It was further reported by the patient that they "are not feeling well." The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that they had received "a message" that their device was "having a malfunction." It was further reported by the patient that they "are not feeling well." The device remains in use and no patient complications have been reported as a result of this event. It was further reported that the device experienced a power-on reset, probably during radiation therapy treatment. It was also reported that the patient experienced atrial fibrillation, dizziness and had low blood pressure readings. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.